Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of a leak occurring through a bung attachment could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where it was reported a leak occurred through a bung attachment that should be a closed system device for administering chemotherapy. Fault found when flushing with saline prior to chemotherapy, device discarded and a new one used. There was unknown patient involvement and unknown patient harm.